Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter was inserted, it was found that the catheter kinked and it could not be used normally." Additional informaiton states the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "catheter kinked" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter was inserted, it was found that the catheter kinked and it could not be used normally." Additional informaiton states the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter was inserted, it was found that the catheter kinked and it could not be used normally." Additional informaiton states the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc bladder; no damage or abnormalities were noted to the teflon sheath. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 20.2cm from the iabc dis-tal tip. Two bends to the iabc central lumen were noted at approximately 44.8cm and 69.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The one-way valve was connect-ed to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was attempted to be moved towards the iabc bifurcate. Initially, the sheath did not move towards the bifurcate due to the kinked central lumen. The sheath was able to be removed entirely from the iabc without any difficulty. Upon removal of the sheath, no visual damage or abnormalities were noted to the iabc bladder. The iabc central lumen was aspi-rated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approxi-mately 20.2cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 12.1cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire could not advance at approximately 61.8cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported compliant for iab "catheter kinked" is confirmed. During the investigation, a kink was noted to the returned intra-aortic balloon catheter (iabc) central lumen. The kinked central lumen can result in difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinked cen-tral lumen is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.